Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) had error code maintenance required # 1. There was no patient involved.

Manufacturer narrative:
Due to character limitations in e1 initial reporter - (B)(6). Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - b5, e1(initial reporter).

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) had error code maintenance required # 1 and electrical test fails code 52. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: h6(medical device ¿ problem code). A getinge field service engineer (fse) checked and confirmed presence of maintenance code #1 as well as an electrical test fails code #52 . Fse replaced front end board and the pressure transducer to resolve reported issue. Calibrations, functional testing and safety testing all passed per factory specifications. Device returned to customer for clinical use.

Event description:
N/a